Event description:
(B)(4). Dealer alleges alarm is not functional. Dealer replaced alarm and it did not solve issue. Tech advised to replace the on/off switch. No further information provided at this time.